Event description:
Patient was referred for a prophylactic generator replacement surgery. Prior to the surgery, high impedance was observed upon device testing by the o.r. Support specialist with impedance over 9000 ohms. The surgeon was prepared to do a full revision of the generator and lead and patient underwent a full revision. The explanted products were reported to have been discarded.